Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving gablofen 1500 mcg/ml; 17m cg/day via an implantable pump. Indication for use was head/brain injury and intractable spasticity. The patient¿s weight was unknown. The date of the event was (B)(6) 2017. It was reported the patient was not receiving adequate medication dosage. A successful dye study was completed. The pump was replaced (B)(6) 2017 and will be returned. Upon explanting the pump, tissue was discovered within the pump connector. The tissue was removed and sent to pathology. A new pump was implanted. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. Patient status was alive - no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). Per operative report, the date of procedure was (B)(6)2015 for a baclofen pump refill. The patient was seen in the office on (B)(6)2015 appointment, which he continued to have spastic quadriparesis secondary to traumatic brain. He returns today accompanied by his parents, stating that he had some changes in mentation and behavior that were felt to be manic psychosis brought on by the addition of effexor at 75 mg daily. During the early stages of taking this, his parents states that he was the best he had ever been but following this he became hyper aroused, grandiose in his thought processing and out of touch with reality. He was brought into the hospital where he was eventually placed on seroquel at night and lamictal twice daily and zyprexa. He has been taken off effexor and his psychiatric condition has improved but his neurologic condition has worsened. His spasticity has not changed significantly, although they feel his left upper extremity is not being used or s tretched as much and is tighter. Examination today reveals the patient was less alert and slower to respond than on previous examinations. His lower extremity ashworth scale 1 out of 4. Left upper extremity ashworth scale is 3 out of 4 and we are having a difficult time getting full range of motion in the left elbow. After discussing the risks, benefits, and treatments of the spasticity, the patient has agreed to proceed with refilling his baclofen pump at its present dose. After prepping the skin in a normal sterile fashion, the remaining contents of the baclofen are removed. A total of 40 ml of fresh baclofen at 500 mcg/ml were placed into the pump without complication. He was then reprogrammed for an increased rate of 250 mcg per day which is a 16% increase. The new alarm date is 9/21/2015. We will have the patient back in mid-september for re-evaluation and refill the pump as indicated. Date of procedure (B)(6)2015. Procedure performed was chemodenervation of left upper extremity using botulinum toxin under needle electromyography (emg) guidance. The patient is here for his follow up for baclofen pump refill. This was performed earlier today because of continued spastic hemiparesis involving primarily the left upper extremity. The patient and family have consented to proceeding with the botulinum toxin to the left upper extremity under needle emg guidance. A total of 200 units of botulinum toxin type a (botox) was injected into the left upper extremity under needle emg guidance. A 50 units was injected into the left pectoralis major, 67 units into the left biceps, 25 units was injected into the brachioradialis, 25 units injected into the flexor pollicis longus, and 33 units was injected into the flexor digitorum superficialis. There were notable spastic motor units in all muscles tested. The patient tolerated the procedure well. He was left the office in a stable condition. I will see him back at that time of his baclofen pump refill for re-evaluation and potential repeat injections. Date of procedure (B)(6)2015 baclofen pump refill. The patient is here on follow up from his previous appointment 2 ½ months ago at which time he continued to have spastic quadriparesis secondary to traumatic brain injury. The patient returned today accompanied by his parents and stating that he has done quite well since his last baclofen pump refill. The patient had been working hard in improving his gait but still has quite a bit of tightness in his left upper extremity. After discussing risks benefits and options of spasticity management the patient and his family agree to refilling of his baclofen pump. After skin was prepped in normal sterile fashion the remaining contents of the baclofen pump were removed. A total of 11 ml were removed without difficulty. A 40 ml of fresh baclofen at a concentration of 500 mcg/ml were place in the pump without difficulty and the pump was then reprogrammed for the new amount keeping the rate at 250 mcg/ml. Low reservoir alarm date is (B)(6)2015. The patient will return just prior to this date for re-evaluation and potential refill. Date of procedure was (B)(6)2016. Intrathecal baclofen pump refill. The patient was here for a follow up from his previous appointment 4 months ago at which time he continued to have spastic left hemiparesis and functional deficits secondary to traumatic brain injury returns today accompanied by his family stating he has generally been doing well. He did have an episode a month ago where he had several seizures over a 2-day period period but the workup was negative. The patient had been doing well since then. He continues aggressive therapy and is improving with regard to gait but does feel his tone is still a hindrance. Physical examination today reveals a spastic left hemiparesis with mild dysarthria. He is ambulating now with a lofstrand crutch on the right with just supervision. Description of procedure. After discussing the risks and benefits of spasticity management the patient has agreed to a baclofen pump refill. The skin was prepped in a normal sterile fashion. The remaining contents of the baclofen were removed without complication and fresh baclofen was placed into the pump without difficulty. The pump was then reprogrammed to remain at the same rate with a new alarm date in mid 9/2016. A printout was given to his family and he is scheduled to return shortly after labor day for his baclofen pump refill. Date of procedure: (B)(6)2016 intrathecal baclofen pump refill. The patient is here for a follow up from his previous appointment 4 months ago, at which time he continued to have spastic left hemiparesis and functional deficits secondary to traumatic brain injury, returns today accompanied by his family stating he has generally been doing well. He did have an episode a month ago where he had several seizures over a 2-day period, but the workup was negative. He has been doing well since then. He continues aggressive therapy and is improving with regard to gait, but does feel his tone is still a hindrance. Physical examination today reveals a spastic left hemiparesis with mild dysarthria. He is ambulating now with a lofstrand crutch on the right with just supervision. After discussing the risks and benefits of spasticity management, the patient has agreed to a baclofen pump refill. The skin was prepped in a normal sterile fashion. The remaining contents of the baclofen were removed without complication and fresh baclofen was placed into the pump without difficulty. The pump was then reprogrammed to remain at the same rate with a new alarm date in mid 09/2016 . A printout was given to his family and he is scheduled to return shortly after labor day for his baclofen pump refill .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.